Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted that the laser fiber tip broke off inside the patient. The physician successfully removed the fiber tip out of the patient. The procedure was completed with this accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.